Event description:
Receiving a bad tracing from ECG. Patient wasn't connected yet. Lead wires changed 2 times which finally resolved issue. The OEM lead sets from siemens appear to have manufacturing product defects. Some leads look physically different and may not be making a good connection. FDA safety report ID# (B)(4).